Manufacturer narrative:
The explanted spacer was not returned for analysis as it was discarded by the medical facility.

Event description:
It was reported that a patient's superion indirect decompression spacer had migrated. The patient underwent a procedure where the spacer was explanted.